Event description:
Customer indicated that one specimen tested at 10.4 mg/dl for calcium on the suspect device. Customer indicated that the specimen was retested on the suspect device as well as another instrument and the results were 8.3 mg/dl and 8.5 mg/dl. Customer indicated that the repeated results were sent to the physician for treatment decisions. The field service engineer performed decontamination procedure and verified system functionality.